Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with no delivery alarm. The customer's blood glucose level was reported to be 198mg/dl. Troubleshoot was reported to be conducted. It was reported that occlusion occurred. It was reported that the customer was advised to replace reservoir and monitor the device.